Manufacturer narrative:
It was reported that during procedure, the surgeon has to "pluck small white fragments off the tips of the clips, or out of the surgical wound after use". This is related to the angiocclude clips within the pack. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fragments from angioclips in wound.